Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: leak not related to rupture.

Event description:
South africa. It was reported that the patient that has her tissue expanders on (B)(6) 2022, presents leak not related to rupture.

Manufacturer narrative:
Device involvement: a causal relationship between the reported event and the device could not be established. Event characterization: the event was classified as device not returned. Technical investigation summary: laboratory testing: laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. Root cause analysis: based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. Without the returned unit, objective verification and technical investigation remain inconclusive. Dfu and labeling evaluation: the alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.